Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) reported that the patient had an implantable neurostimulator (ins) that did not work and they wanted to talk to a manufacturer representative about how to remove the device. No patient symptoms were reported. Indication for use is unknown.

Event description:
Additional information from a manufacturing representative (rep) reported that they met with the hcp and they decided they will not be doing the explant and they referred the patient to another hcp. The second hcp was contacted and did not have any information regarding the patient.